Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarm (alarm 25) occurred. Reportedly, the customer changed the cartridge and the alarm cleared. Customer's blood glucose level was 388 mg/dl.